Manufacturer narrative:
Correction: g3 on initial should have been 9/13/2022..

Event description:
It was reported that a peritoneal dialysis (pd) patient received an air detected in cassette alarm during drain 1 of 4 of treatment. The patient also received a supply bags are blocked in dwell 1 and a patient line is blocked during fill 1 of their treatment. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient contact stated when they re-setup with new supplies they saw fluid leaking from the cassette to the cycler cart. The patient contact confirmed that the patient was able to complete treatment on the cycler after re-setting up with new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient received an air detected in cassette alarm during drain 1 of 4 of treatment. The patient also received a supply bags are blocked in dwell 1 and a patient line is blocked during fill 1 of their treatment. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient contact stated when they re-setup with new supplies they saw fluid leaking from the cassette to the cycler cart. The patient contact confirmed that the patient was able to complete treatment on the cycler after re-setting up with new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient received an air detected in cassette alarm during drain 1 of 4 of treatment. The patient also received a supply bags are blocked in dwell 1 and a patient line is blocked during fill 1 of their treatment. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient contact stated when they re-setup with new supplies they saw fluid leaking from the cassette to the cycler cart. The patient contact confirmed that the patient was able to complete treatment on the cycler after re-setting up with new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.